Event description:
The pt is reportedly experiencing tingling sensation on her tongue. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. CT revealed that the pt's electrode array has migrated outside of the cochlea. Revision surgery has been scheduled.